Event description:
I had 650cc mentor smooth round hp silicone implants as the process of reconstruction due to breast cancer on (B)(6) 2016. The expanders were very painful and was told that things would improve with the implants. Comfort and pain never improved. At 3 months, I reported to my surgeons that I was still in pain and swelling. Pain and discomfort remained throughout the time I had them. I developed what appeared to be cellulitis in the right breast with redness and swelling. Three surgeons diagnosed me with "I think it is lymphedema" but was never exact on their diagnosis. MRI show no lymphepathy. Next plastic surgeon said I did not have lymphedema. Swelling remained in the right breast along with pain, burning, heaviness on chest, swelling in armpits along my back that caused my upper inside arms to hurt, and discomfort remained in both breast along with sharp pains and squeezing spasms. I also developed hip bursitis and swelling in my fingers. I was constantly exhausted not feeling well due to chronic pain, could not get relief. Was tested for ana and came back positive. I had implants removed on (B)(6) 2022 with a plastic surgeon who diagnosed me with bilateral pain with capsular contracture. Surgery findings found that the right implant had a shell disruption on the posterior wall along junction of label. The surgeon reported that there appeared to be a leak and considered an abnormal area for an implant. Path report stated mild chronic inflammation in both capsules and in skin tissue.